Event description:
Additional information was received that the over infusion started approximately on (B)(6) 2019 and it happened at least several times a week to daily. The over infusion was about 50-100ml, but varies. The patient is 4 years old and has to be on tpn for 24 hours or her blood sugar drops and that went on for approximately 3 months. The site switched tpn tubing to 0.2 filter high vol tubing (lipids separate) and it has been working fine since.

Event description:
Information was received indicating that during use of this smiths medical cadd solis vip pump, over-infusion was noticed mainly in taper mode (tpn). It was reported that "patient was possibly injured due to the over infusion". No additional adverse effects were reported.